Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user had hyperglycemia due to detached infusion set. Blood glucose level was 428 mg/dl. Customer declined to troubleshooting. Customer was using auto mode feature at the time of event. User mentioned that everything was working on insulin pump. The device will not be returned for analysis.